Event description:
Note: this is one of two reports related to two devices used during the same procedure. Please refer to MFR. Report # 3005099803-2014-01996 and MFR. Report # 3005099803-2014-01997 for the associated device information. It was reported to boston scientific corporation that an fg needleknife rx was used in the papilla during a needle knife cut procedure . According to the complainant, during the procedure the device failed to cut as the tip burned out and no current was delivered through the tip. No part of the device detached inside the patient. The same issue was noted with the second fg needleknife rx. No part of the device detached inside the patient. The procedure was completed with another fg needleknife rx, using the same erbe generator and active cord. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.